Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that their mx40 was not producing any audio. The device was in clinical use when the issue was discovered but no user or patient were harmed.

Event description:
Statement of the reported problem: this report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 with a speaker malfunction allegation. No harm was had. Visual inspection (if applicable): visual inspection found the device to have scratches and delamination on bezel, corrosion on pin 4-6,14-20, yellow housing/dirty/upgrade us156. Will not connect to piic due to bad radio/antenna. Functional testing/service repair/technical investigation: the following functional tests were performed: device was visually inspected and taken apart to test the speaker for audio. Results of functional testing indicate that the speaker was working as expected with sound being produced. The other visual inspection issues listed above will be addressed in another split complaint. Confirmation: based on the information available and the testing conducted, there was no issue with the equipment as it relates to speaker malfunction. The reported problem was not confirmed. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time risk analysis: no risk analysis or reports were needed. Clinical harm review (if applicable): no clinical harm review was needed. Trending statement: the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Closure & product disposition: serviceable ¿ product back in service ¿ no further action required: the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.